Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary electrode belt sn (B)(4) and monitor sn (B)(4) were not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The monitor delivered a high energy pulse (180j) during the first treatment. The high-energy pulse was caused by a lower-than estimated impedance of 17 ohms. This is not indicative of a product malfunction. The system is designed to automatically adjust the charge voltage for subsequent treatments in order to deliver the prescribed energy level. Device manufacture date: monitor sn (B)(4): 10/05/2015 - reuse; electrode belt sn (B)(4): 02/05/2013 - reuse. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid af rate. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. The patient was in the emergency room and conscious at the time of the treatment event. Rapid atrial fibrillation (af) rate contributed to the false detection. The response buttons were not pressed during the entire event. The patient was scheduled to end use and receive an ICD.

Manufacturer narrative:
There was no death associated with the inappropriate defibrillation. Device evaluation summary: electrode belt sn (B)(4) and monitor sn (B)(4) were returned and evaluated at zoll manufacturing corporation. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The monitor delivered a high energy pulse (180j) during the first treatment. The high-energy pulse was caused by a lower-than estimated impedance of 17 ohms. This is not indicative of a product malfunction. The system is designed to automatically adjust the charge voltage for subsequent treatments in order to deliver the prescribed energy level. Device manufacture date: monitor sn (B)(4): 10/05/2015 - reuse; electrode belt sn (B)(4): 02/05/2013 - reuse. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid af rate. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Supplemental device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient treatment) has been confirmed. Upon investigation the monitor was displaying a service code when powered on and failed incoming functional testing. The cause for the failure was a high voltage pulse damaging low level ground circuitry on the computer/analog board. The root cause for the misdirected high voltage pulse could not be positively identified. The flag files indicate that the device was functional during patient use. There is no indication the device malfunction caused or contributed to the inappropriate treatment.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. The patient was in the emergency room and conscious at the time of the treatment event. Rapid atrial fibrillation (af) rate contributed to the false detection. The response buttons were not pressed during the entire event. The patient was scheduled to end use and receive an ICD. A us distributor returned monitor sn (B)(4) in association with an inappropriate treatment investigation.